Manufacturer narrative:
Concomitant products: product ID: 3898-33, serial# (B)(4), product type: lead. Product ID: 747151, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patients first battery initially only lasted 10 months and it was supposed to last four years. The patient had the battery replaced. There were ¿several surgeries going back and forth¿ until the time of the report. The patient¿s current device was working and giving therapy. Information regarding cause of battery depletion has been requested. If additional information is received, a follow-up report will be sent.